Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the image flickering was coming on display which was gone by re-fixing the cables on the boards. Corrosion was found inside the board and cables which might be the cause of image failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The cause of the reported phenomenon was that cables on the boards were corroded and damaged. The cause of the cable damage could not be identified. However, since there was a corrosion, it was presumed that the cables were degraded due to environmental factors.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the routine inspection by technician, the image was flickering and sometimes display got blackout. There was no report of patient injury associated with the event.

Manufacturer narrative:
The field service engineer checked the subject device and found that the reported phenomenon could be duplicated. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.